Event description:
On 05/29/2026, fujifilm healthcare americas corporation became aware of an event involving sys/mr/oasis open+vertex ii. The customer reported that a patient complained of pain in their left hands when moved into the gantry. The patient #1 did not seek any further medical attention but did not complete the study that they were originally scheduled. Fuji engineer has completed the transmitter testing and temperature testing. Due to the unconfirmed follow up to complete the originally scheduled study, fujifilm healthcare americas corporation is reporting this event in an abundance of caution. Related: patient 2 - 1000513161-2026-00013. Ref: fujifilm healthcare americas corporation complaint # (B)(4).